Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent open ventral incisional hernia repair on (B)(6) 2002, and (B)(6) 2006 whereby gore® dualmesh® plus biomaterial devices was implanted. The complaint alleges that on (B)(6) 2003 and (B)(6) 2011, additional procedures occurred whereby the gore devices were explanted. It was reported the patient alleges the following injuries: pain, fistula, wound vac, loss of consortium, mesh removal, exploratory laparatomy, lysis of adhesions, resection of omental mass. Additional event specific information was not provided.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H6: added patient code for obstruction. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2002: [facility ni]. (B)(6), md. History and physical. History of upper abdominal pain, cramping associated with some vomiting for last two weeks. Pain in epigastrium and right upper quadrant; does radiate into back. Not associated with particular types of food, lasts between two hours and one week. Two episodes of vomiting with this, normal bowel movements, noticed abdominal bloating. No previous episodes, passing flatus normally. History: attempted suicide in 1999 and had mini thoracotomy through left peristole incision just above the lower ribcage; had exploratory laparotomy at the same time. Non-smoker. Exam: well developed, well-nourished obese male. Abdomen: upper midline healed incision. Umbilical hernia; reducible. No masses, tenderness or visceromegaly. Obese and difficult to examine. Studies: liver function studies slightly elevated. Obstruction series in emergency room unremarkable. Impression: right upper quadrant and upper abdominal pain with bloating and nausea; likely cholecystitis. Plan: ultrasound gallbladder, repeat liver function studies. See back following these. Implant #1 procedure: attempted laparoscopic cholecystectomy, umbilical hernia repair, open cholecystectomy, small bowel resection, ventral hernia repair with mesh. Implant #1: gore® dualmesh® plus biomaterial [1dlmcp06/01172749]. Implant #1 date: on (B)(6) 2002 (hospitalization on (B)(6) 2002). On (B)(6) 2002: (B)(6), md. Operative report. Preoperative diagnosis: cholecystitis and cholelithiasis, umbilical hernia. Postoperative diagnosis: umbilical hernia. Cholecystitis and cholelithiasis. Incarcerated large ventral hernia with trapped small bowel. Procedure: ¿the patient was brought to the operating room, placed in the supine position, and adequate general anesthesia was administered. The abdomen was prepped with betadine, and draped with sterile paper drapes. A transverse incision was made above the umbilicus, and dissected through the subcutaneous tissue. There was a large umbilical hernia, which was dissected circumferentially to its base, the sac was amputated at its base, and the hernia contents were reduced. There was a large amount of omentum incarcerated, and this was reduced. A pursestring suture was placed around the fascia with 2-0 polysorb but not tied down at this time. A blunt port was inserted, and the abdominal cavity was insufflated. At this time we noticed an asymmetrical insufflation in the upper abdomen, and the scope was inserted. We had a large number of adhesions in the upper abdomen. We were able to find an opening to the upper portion of the subxiphoid area, and a small incision was made. A 10 millimeter subxiphoid port was then placed. The scope was then brought into the upper port, and we started dissecting from below. There were extremely dense adhesions to the abdominal wall, and these were taken down. On doing so we identified a loop of small bowel which was firmly adherent to the abdominal wall, and on attempting to take this down we did enter the small bowel. At this point we elected to open. The ports were removed, the pursestring suture was tied down. A midline incision was made by excising the previous scar tissue, and excising into the subcutaneous tissue. An extremely large ventral hernia, which had multiple openings in the fascia, was then identified, and this was opened. We took down adhesions and took down the hernia sac circumferentially down to the fascia. This was done with a lot of difficulty. The hernia sac was taken down circumferentially all way down to the fascia. At this point the small bowel adhesions to the area were completely taken down, and the area of injury was identified. The segment of small bowel was elevated; it was divided proximally and distally with a gia stapler, and the mesentery was serially crossclamped, divided, and ligated with 0 polysorb ties. The specimen was removed, and the bowel was brought outside of the abdominal cavity. It was packed off circumferentially with sponges, and the corners were then amputated. A gia stapler was placed down each end, and a side to side anastomosis was created with a gia stapler. The end was closed with a ta 55 stapler. The anastomosis was checked by placing pressure across the anastomosis, and it was noted to be tight. The mesenteric defect was closed with interrupted 3-0 polysorb sutures, and the abdominal contents were placed. The area was then irrigated with antibiotic solution. The right upper quadrant was then examined. We had dense adhesions in the entire abdominal cavity and these were taken down and the liver was identified. The small bowel was densely adherent to the gallbladder. This was taken off, and the gallbladder grasped, and elevated, dissected to the neck, the cystic artery was identified, was doubly clipped, proximally clipped distally, and divided. The cystic duct was then identified, was doubly clipped proximally, clipped distally and divided. The gallbladder was then taken down off the gallbladder bed using electrocautery. We did enter the gallbladder in one area; it was very thin walled, and following this the gallbladder was removed completely, and right upper quadrant was then copiously irrigated until completely clear. The wound was noted to be dry. The remaining adhesions in the entire upper abdomen were taken down, the entire fascia was cleared off anteriorly, and posteriorly. A large sheath of dualmesh plus was brought into the wound, with the smooth side down. This was fixed in place with a running #1 prolene horizontal mattress suture so that the mesh was brought underneath the fascia, and was fixed to the undersurface of the fascia. The wound was again irrigated. A drain was placed on top of the mesh and brought out laterally on the right and fixed in place with 0 prolene suture. The subcutaneous tissue was closed with interrupted 2-0 polysorb sutures and the skin was closed with staples. The patient tolerated the procedure well, there were no complications. Estimated blood loss was 150 ml.¿ on (B)(6) 2002: (B)(6) hospital. Operative record. Wound classification: clean contaminated. Metal wires in ribs. Implant sticker. Gore® dualmesh® corduroy antimicrobial. Item#: 1dlmcp06. Lot#: 01172749. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/01172749) was implanted during the procedure. Relevant medical information: on (B)(6) 2002: (B)(6), md. Pathology report. Accession number: (B)(4). Clinical history: none given. Preoperative diagnosis: gallbladder disease, cholecystitis and cholelithiasis, umbilical hernia. Postoperative diagnosis: same. Specimen submitted: a ¿ umbilical hernia sac. B ¿ gallbladder. C ¿ portion of small bowel. D ¿ ventral hernia. Gross description: the specimen is received in four parts, all in formalin. Part a is designated umbilical hernia sac and is a shaggy, tan sheet of tissue with bits of soft yellow tissue attached. It is 15 x 6 x 1.5 cm. A representative section is submitted. 1 cassette. Part b is designated gallbladder. The gallbladder is 7.2 cm long and 2.8 cm in diameter. The wall is 0.3 cm thick, and the mucosal surface is velvety and yellow-tan. The neck of the gallbladder and cyst duct contain three faceted, black calculi ranging from 0.3 to 0.6 cm in diameter. A representative section of the wall is submitted. 1 cassette. Part c is designated portion of small bowel and is a segment of small bowel 10.5 cm long. There is mesenteric tissue that is soft and yellow, 4 cm wide. Toward one end is a 4 x 3.5 cm in diameter, red-brown, shaggy area. A 1.5 cm shaggy area is present at the opposite end as well. In this larger shaggy area, the wall thins to 0.1 cm, down from 0.7 cm otherwise. The circumference at the mucosal surface is 6 cm and is relatively uniform. Representative sections are submitted. 2 cassettes. Also received is a ring of bowel with a few staples, 3.5 x 1 x 0.8 cm. No sections of this are submitted. Part d is designated ventral hernia and consists of multiple irregular, soft, shaggy and lobulated fragments of yellow and pink-tan tissue aggregating 12 x 12 x 3 cm. A representative section is submitted. 1 cassette. Microscopic and diagnosis: a ¿ congested fibrofatty tissue removed due to umbilical hernia. B ¿ chronic cholecystitis and cholelithiasis. C ¿ small bowel, portion of, showing multiple foci of subacute and acute inflammation within wall of bowel, removed due to umbilical hernia. D ¿ dense collagenous tissue and fibrofatty tissue removed due to ventral hernia. On (B)(6) 2002: (B)(6), md. Discharge summary. Admission diagnosis: cholecystitis with cholelithiasis. Discharge diagnoses: cholecystitis with cholelithiasis. Large ventral hernia with entrapped small bowel. History: epigastric abdominal pain; very significant. Ultrasound revealed cholelithiasis; admitted for laparoscopic cholecystectomy. Previous history significant for exploratory laparotomy which he stated was negative, however family told me he did have a liver injury and fair amount of bleeding. Hospital course: underwent laparoscopy; found to have a lot of adhesions and on taking these down, entered a large ventral hernia sac in upper abdomen that had injured some small intestine which was firmly entrapped in the hernia sac; this was taken down. Underwent an open procedure and segmental small bowel resection, ventral hernia repair and cholecystectomy. Postoperatively, did fairly well. High nasogastric output for several days; slowed down, nasogastric tube removed and placed on diet. Tolerating diet, wounds healing well. Discharged in satisfactory condition to follow up in office in approximately two weeks. On (B)(6) 2002: (B)(6) hospital. Discharge instructions. Activity as instructed. No strenuous activity, no driving for 5 days, no lifting greater than 10 pounds, may walk up and down steps, may shower, no bath, walking encouraged. Regular diet. Wound care: incision is closed with steri strips; wash with soap and water, pat dry. Vicodin as needed for pain. Return to work will be determined after follow up. On (B)(6) 2003: [facility ni]. (B)(6), md. History and physical. Upper abdominal hernia. Underwent extensive operation last year for gallbladder disease and large incarcerated upper abdominal ventral hernia. Had done very well, was asymptomatic. Noticed a large bulging area in upper abdomen to left of midline, near previous incision. Has had previous laparotomy for a self-inflicted stab wound. History: 1999, exploratory laparotomy and left mini-thoracotomy. Social history: non-smoker. Exam: well-nourished obese white male. Abdomen: upper midline healed incision; hernia identified to left of this, no masses, bowel sounds normoactive. Impression: recurrent ventral hernia in upper abdomen. Plan: repair with mesh. Explant #1 procedure: repair giant ventral recurrent hernia, exploratory laparotomy, extensive lysis of adhesions, resection of omental mass. Explant #1 date: on (B)(6) 2003 (hospitalization on (B)(6) 2003). On (B)(6) 2003: (B)(6), md. Operative report. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent giant ventral hernia. Multiple other abdominal wall recurrences. Dense abdominal adhesions. Omental mass. Description of the procedure: ¿the patient was brought to the operating room, placed in the supine position. Adequate general anesthesia was administered. His abdomen was prepped with betadine and draped with sterile paper drapes. A transverse incision was made overlying the hernia to the left of the midline and over towards the midline. It was taken into the subcutaneous tissue. The hernia sac was identified and was taken down circumferentially down to it¿s base. There was a large hernia which was lateral to the previous mesh repair. The previous mesh repair did appear intact at this time and the hernia was taken down to the abdominal fascia and the hernia sac was removed. At this point, we entered the abdominal cavity. It was cleared off circumferentially and we did have a fairly large defect approximately 12 cms in size at this point. An attempt was made to repair this using a piece of duel [sic] mesh but while we started suturing this in around the mesh a greenish brown drainage extruded from the mesh and from the surrounding tissue including the bowel areas. These were carefully examined. No leak was identified and we then identified a para mesh fluid collection which actually turned out to be inside 2 layers of mesh. They were large and did appear very cloudy and brownish green as mentioned before. Cultures were taken as well as gram stain which was negative. The entire old mesh was then resected. At this point, we identified 2 more inferior ventral hernias, the lowest of which was just above the symphysis pubis region. Large kugel mesh was used for the repair. The abdominal contents were then explored as they were out in the wound and the wound was fairly wide open. There were multiple dense adhesions which were taken down and a mass in the omentum was excised using electrocautery. The kugel mesh patch was then placed in the abdominal cavity. Underneath this a piece of seprafilm was used. The mesh was then sutured to the under surface of the fascia using interrupted #1 promed sutures. With the mesh being sutured circumferentially it was fixed in place. A large 19 french round blake drain was placed into the wound and brought out medially. This was sutured in place with 3-0 nylon. The subcutaneous tissue was closed with interrupted 3-0 polysorb sutures and the skin was closed in staples. The patient tolerated the procedure well. There were no complications.¿ on (B)(6) 2003: (B)(6) hospital. Operative record. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: massive ventral hernia, abdominal adhesions, omental mass. Operation: repair of recurrent ventral hernia with kugel patch, dual mesh removal, exploratory laparotomy, lysis of adhesions, removal of omental mass. Wound classification: contaminated. Implant sticker. Gore-tex® dualmesh® biomaterial. Item #: 1dlmc06. Lot#: 01673523 [handwritten: not placed in abdomen]. [Handwritten] 1 visceral retainer. Implant sticker. Bard composix kugel hernia patch. Relevant medical information: on (B)(6) 2003: (B)(6), md. Pathology report. Accession number: (B)(4). Clinical history: none given. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: none given. Specimen submitted: a ¿ hernia sac and omentum. B ¿ mesenteric mass. C ¿ removed mesh. Gross description: a-labeled hernia sac. The specimen consists of two segments of congested membranous tissues and fat tissues weighing 35 grams. A portion is sectioned. B-labeled mesenteric mass. The specimen is a segment of fatty tissue with an encapsulated nodule measuring 4 cm in diameter. This is yellow on cut surface. A section is taken. C-labeled mesh. The specimen consists of a synthetic mesh measuring roughly 14 x 6 cm in greatest dimension. No sections are taken of this. Gross diagnosis: c-mesh. Microscopic and diagnosis: a-vascularized fibrofatty tissue with a mesothelial surface as seen in hernia sac. B-fibrofatty nodule of mesenteric, benign. On (B)(6) 2003: [facility ni]. Microbiology. Anaerobe culture. Source: drainage from mesh. No anaerobes isolated. Anaerobe culture. Source: removed mesh. No anaerobes isolated. Culture. Source: drainage from mesh. No organisms seen. No growth. Culture. Source: removed mesh. No organisms seen. Gram-negative rods isolated.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.